Event description:
It was reported that when using the bd pyxis¿ medstation¿ es stuck on cfn application login screen. The customer reported that the device automatically logged off and returned to the cfn app screen, which began occurring after the drawer was recovered. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device screen stuck on carefusion screen. A field service engineer (fse) reimaged the unit, completed full data synchronization, and installed remote support service with component manager. The technical support specialist (tss) reinstalled the rss agent and component manager, updated the path in dependencies.xml, and added carefusion.systemmanagement.client.agenthost.exe to the cfn application startup folder. The fse powered down the station, replaced the battery, booted into hardware test application. Rebooted the station back into the application, and the escort logged in and tested the drawers, confirming the station was functioning properly. The system functioned as intended after the field service engineer repaired the device.